Manufacturer narrative:
Data analysis: console logs from the reported day of event are consistent with complaint and show an controller error alarm (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. See the attached imc_ic6897.pdf. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) were negative values due to the crc error. See the attached image rt_log.png. Device analysis: the console was sent back to field service for further investigation and was tested after arriving in fs. Voltage from the pbm at connector (j3) was 4.9v and the voltage on the optical bench lamp connector (p4) was 4.8v. Visible light was detected from the optical pump connector in the console, and "5s" parameter testing confirmed that the optical system was within specification. The controller error was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. Root cause: the root cause of the ¿controller error (opm comm crc invalid) [optical pump connected] - alarm issued (i.e. Aic - loss of opm data) and controller error optical bench ambient pressure out of range) [optical pump connected - alarm issued" was due to a firmware issue (optical bench fw anomaly). Corrective actions: before returning the console to the customer, the following actions are instructed to perform: perform section 13 ¿ 15 from preventive maintenance procedure (0042-7309). Perform a full functional check on the console and optical system (0042-7316).

Event description:
It was reported that an automated impella controller (aic) alarmed twice with the yellow alarm. Support was successful and uninterrupted, and the aic was not replaced.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.